Event description:
Boston scientific piranha flexible ureteroscopic biopsy forceps thrice opened on sterile field, 2 were wasted as the jaws of these devices did not open properly. Reference# m0065051600, both have same lot# 27141424. Manufacturer response for ureteroscopic biopsy forceps, piranha (per site reporter) none yet, waiting to speak to them about returning device.